Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose 136 mg/dl. It was reported that they had diabetic ketoacidosis. The customer was treated with syringe. The customer declined troubleshooting for high blood glucose. Customer stated that the pump does not rattle when they shake it. It was reported that they had self-test and was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.